Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported low impedance in electrode 9-10. The patient had the implantable neurostimulator (ins) replaced due to regular replacement. During impedance testing, electrodes 9 and 10 presented low impedances of 30ohms. Electrodes 9 and 10 weren't programmed. No other actions were taken at the moment. The patient was fine and will be reviewed at the next follow up. It was unknown if the short circuit was present before the replacement surgery. It was noted the issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.